Event description:
During a coronary drug eluting stenting treatment procedure, the stent became loose on the balloon. The lesion in the severely tortuous, severely calcified distal circumflex (cx) artery was predilated with a 2.5 x 15mm maverick balloon. The physician made 2-3 attempts to place a taxus express2 2.75 x 32 mm drug eluting stent, but it would not cross the lesion. During the final attempt, the physician felt resistance while removing the stent and saw under flouro that it looked like the stent was going to come off of the balloon. He decided at that point to deploy the stent where it was in the proximal cx and partially, about 2mm, in the left main. Because the stent was partially in the lm, the pt was sent to surgery for bypass. The physician did not attempt to snare the stent because of an acute angle in the vessel. No further complications were reported. Pt status is satisfactory.